Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred during use. No patient harm or adverse event was reported.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. No damage or anomalies were observed on the sample device. As no lot number was provided, a review of device history records could not be conducted. Based on the results of the investigation, the reported complaint could not be confirmed.